Event description:
The customer alleges that a 1.0 cm x 0.5 cm area of the white coating on the lasertubus sheared off during pt used and was retrieved from the trachea. Intervention - sheared off material retrieved from the trachea. No report of pt complications or injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.